Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing high blood glucose of 400 mg/dl and wants to troubleshoot pump. Troubleshooting was done for high and low blood glucose and possible site or insulin issues. They also checked basal rates and bolus wizard settings and was fine. High pressure test was done twice but failed the first time. Customer indicated that basal rate settings were changed per doctor. Customer was advised to monitor the pump and to follow up with doctor for high blood glucose.